Event description:
Event description cpi received information that during a procedure an attending cpi representative experienced no fib high and low. The procedure was completed without patient injury.